Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The tip od was measured with a digital snap gauge. No issues were noted with the balloon of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The stent was damaged at its proximal end. The most proximal row of struts were raised and misaligned. This type of damage is consistent with the stent meeting resistance upon withdrawal from the patient. No kinks or other damage were noticed along the shaft of the device no other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified bifurcation of the posterior descending artery of the right coronary artery (rca) and the av of rca. Atherectomy was performed on the proximal rca to the distal rca using a 1.75 and 2.0 mm rota burr. A 12 x 2.50 promus premier¿ stent was selected to treat but was unable to cross he lesion. The physician then performed dilation using a 2.5mm nc balloon catheter, then the device was advanced again but still it was unable to cross the lesion. It was then noted that the proximal stent was lifted so the procedure was completed using a 2.5 x16 promus premier stent. No patient complications were reported and the patients status was good.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified bifurcation of the posterior descending artery of the right coronary artery (rca) and the av of rca. Atherectomy was performed on the proximal rca to the distal rca using a 1.75 and 2.0 mm rota burr. A 12 x 2.50 promus premier stent was selected to treat but was unable to cross he lesion. The physician then performed dilation using a 2.5mm nc balloon catheter, then the device was advanced again but still it was unable to cross the lesion. It was then noted that the proximal stent was lifted so the procedure was completed using a 2.5 x16 promus premier stent. No patient complications were reported and the patients status was good.